Event description:
It was reported that a pump malfunction occurred, specifically indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. The customer contacted technical support, who decided to replace the malfunctioning pump. The customer was advised on how to properly return the old pump and set up the new one. The customer acknowledged all instructions, including using the current pump until the replacement arrives to avoid any interruption in insulin delivery.